Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11 the cerelink monitor was returned for evaluation: DHR - the batch record was reviewed for any anomalies or ncs related to the finished device, and none were identified. Failure analysis - the device clk2139082 received only with dc power supply. The costumer didn't send icp cable sensor. The device will be tested with our test icp test cable. The device is working properly and no fault was found. This device has the latest revision of the digital board, analog board and touchscreen. The safety and functional test must be performed. Root cause - the device was tested 3 days connected with our test equipment. The monitor is working properly, and no fault was found. A potential cause of the reported failure may have been related to the security of the connections to the monitor.

Event description:
N/a

Event description:
1 of 3 reports (same patient, same event, different products). Other mfg report numbers: 3013886523-2024-00124 3006697299-2024-00048 a facility reported a patient had a cerelink sensor placed (ID (B)(4)). The sensor was used with cerelink monitor (ID (B)(4)) and cerelink cable (ID (B)(4)). The problems started immediately with a decompressed patient: at a certain point the monitor started giving an error and the value of the pressure disappeared. The monitoring was delayed more than 30 minutes due to product malfunction. The patient was stable and medical staff stopped monitoring.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Investigation update: failure analysis - the report of error 1019 (output channel error) with disappearing values has not been confirmed.